Event description:
Coil embolization for aneurysm of the basilar artery. The physician felt resistance while the delivery tube of (B)(4) (complaint product) was inserted into the microcatheter (B)(4). The delivery tube was withdrawn carefully, and the coil was found slightly stretched (unraveled). Other size orbit (catalog/lot unk) was used to complete the procedure successfully without any pt injury. Other size orbit was used prior to this coil, and the physician commented he had felt like the coil slightly stretched. So, he was sensitive to utilize this coil. An adequate continuous flush was maintained through the (mc) microcatheter at all times. No resistance between the (gw) and the mc when accessing the target site was noted; however, there was resistance during advancement of the coil through the mc. There were no kinks in the mc that may have contributed to the event. Other than the reported event, no other issues were noticed with the coil (detached, broken/separated, etc, or delivery system. No further info was available).

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.